Event description:
It was reported that during implant procedure, no measurements could be obtained. The lead was not used. The patient's condition was good.

Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. UDI (di): (B)(4).